Event description:
It was reported by service report that the fowler would not stay up and drifts down. There was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Fowler gas spring cylinder.